Event description:
After stapling the right lateral 1/4 circumferential area of the anastomosis, it did not staple. So the area was sutured. Physician stated that this has happened before. No patient harm.